Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that where the 2 pieces are held together with epoxy and they came apart and then bowed and will not hold the axle anymore. The dealer states that the patient felt the wheel was wobbly and noticed it before it broke on him.